Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: device was returned for analysis. The balloon is loosely folded, the stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube kinks. The distal end of the stent is damaged and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26aug2019 it was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 12x2.25 target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 2.25 rebel bms stent was advanced for treatment. However, during procedure, it was noted that the stent could not pass the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.